Event description:
Leica microsystems received a complaint regarding sub-optimal tissue processing from an overnight protocol, which started on (B)(6) 2012 and completed on (B)(6) 2012. When notifying leica microsystems of this complaint, the complainant advised that a use error had occurred when a reagent(s) was replaced prior to commencement of the processing run from which sub-optimal tissue processing was reported. On (B)(6) 2012, leica microsystems received information that all tissue samples exhibiting sub-optimal processing were diagnosable following re-processing.